Event description:
During prep, the baylis needle when plugged into the console registered an error "a029" - invalid device detected. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep directly manufacturer response for needle, baylis needle (per site reporter).